Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, after the pocket was closed the physician had difficulty inducing the patient in ventricular fibrillation (vf). Vf was then induced, and a shock was delivered however, it was unsuccessful. Another shock was delivered and the arrythmia was successfully converted. X-rays were taken to check the position of the system. The physician decided to re-open the pocket and the device was re-positioned to be more cranial and tried to re-induce however, it was not successful. A 10 joule shock was delivered to check impedance measurements. The device was successfully implanted and remains in service. No additional adverse patient effects were reported.